Manufacturer narrative:
It was claimed that during ventilation pressure issues occurred and device could not be used further. Identification of issue has been done by analyzing problem description and service report. According to the information provided by the technician, prior to use of the ventilator on the patient, it was checked and no abnormality was found. During ventilation the pressure transducer board malfunctioned, and device could not be used further. According to the technician the pressure sensor on the pressure transducer board was found defective and board needed to be repaired (replaced) to resolve the issue. There was no on-site visit by our technician, the third party company handled the repair. A defect pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. The root cause of the event has not been determined. H3 other text : 4112.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator's pressure transducer printed circuit (pc) board was found defective. There was no patient harm. Manufacturer's ref. #: (B)(4).